Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks for what appeared to be air present. Technical services (ts) was contacted and recommended manipulation and x-rays to confirm full insertion. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.